Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty with pumping up the device. It was determined that the tubing was broken at the tubing connection. The ipp was explanted and replaced with a new ipp. No patient complications were reported.